Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 developed heavy smoke. A replacement device was open and experienced the same heavy smoke. A third replacement device used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was bowed from the hot jaw and the shrink tube on the jaw assembly was damaged (not complaint related). Tissue buildup was observed on the jaws. The condition of the device as returned precludes any electrical testing for resistance, jaw force and temperature. However, a pre-cautery test per the instructions for use and a poly-fuse safety shut-down test are both able to be performed. The pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced steam and heat during several activation and shuts off when the toggle was released, no heavy smoke was observed. A polyfuse electrical test was performed; the polyfuse successfully shuts off the heater after a prolonged period of time and reactivated after approximately 30 seconds of cool-down. Based on the returned condition of the device, the reported complaint could not be confirmed.